Event description:
It was reported that an altitude alarm occurred. The customer was guided by technical support to clean the pump's speaker holes and reconnect the cartridge, successfully resuming insulin delivery after waiting five minutes. There was no reported adverse effect to the customer's blood glucose level.